Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down or become unusable. The customer initially attempted charging with the recommended tandem equipment without success but resolved the issue using a non-tandem charging cable. Tandem technical support advised against the continued use of third-party charging supplies and agreed to send a replacement tandem charging cable via two-day shipping. No further assistance was needed as the pump began charging successfully.